Event description:
It was reported that the pump usb port was damaged, and the pump was unable to charge without the usb cable being maneuvered in the usb port. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level ranged from 80-100 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.